Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was due to a bad bearing on the driveshaft. The nose cone, bearing stop, and all bearings were replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that near the beginning of a tooth extraction the handpiece overheated and melted the bur guard. The patient received a .5 cm blister to the upper lip. The procedure was completed with a backup device. There was no additional or ongoing treatment required as a result of the injury, and no permanent damage is expected.